Event description:
Regulatory agency reported a rupture. This relates to the left side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Regulatory agency reported a rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on the radius side assessed as smooth opening. Additional observations: creases were observed. Black mold like appearance observed on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted.